Manufacturer narrative:
The t:slim x2 user guide states : do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer wore pump during radiation therapy and a malfunction alarm occurred. Customer's blood glucose level was 257 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.